Event description:
The hosp reported that the teflon jaw was missing from the grasping section of the scissors. It was not clear if the teflon was missing before the procedure started or if it was lost in the pt. The procedure was completed with another scissors without complications.